Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The patient¿s caregiver stated that the patient was not able to get reliable readings on the cgm in which they ended up in the hospital. Additionally, the patient indicated that the transmitter had fallen off at some point and have been unable to continue using the dexcom system. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.